Event description:
The customer contacted heartsine to report that their device failed to issue "shock delivered" prompts during use. Without "shock delivered" voice prompts, a lay user may believe the device is not functional which could delay therapy. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No further information about this event was available for review as the user accessible memory had been erased for all events prior to receipt at heartsine. The customer was contacted about the event in which they stated that they are unable to send the event file to heartsine as it contains the patient¿s personal information which cannot be erased. However, they did provide a redacted pdf print out for the power-on on this date. Information from this pdf revealed the patient appeared to present a shockable rhythm and a shock was delivered. For the remainder of the event, the patient appeared to present a non-shockable rhythm, and the device prompted CPR. No further technical information was available to review due to no evo or bin file being submitted, for the event. Therefore, the audio advisory prompts or key presses (on/off or shock button) logged by the device could not be determined. The device was retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to issue "shock delivered" prompts during use. Without "shock delivered" voice prompts, a lay user may believe the device is not functional which could delay therapy. This issue is patient related; however there was no adverse event reported.